Event description:
During attempted insertion of the iab through an introducer sheath, it became stuck in the sheath. As a result of this, the iab and sheath were removed as a unit. There were no reported pt complications.